Manufacturer narrative:
Upon investigation of the actual device used in this incident, not able to determine the customer reported issue. The field service engineer conducted maintenance on all latches, secured connections, cleaned the micro switches, applied black grease, and replaced the wiring harness. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ cii safe, the vault door was not opening. The customer reported that the malfunction arose when the user attempted to dispense medication to a patient, leading to a one-hour delay in the dispensing process. There were no adverse events or injuries reported based on this incident.